Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion in the moderately tortuous, moderately calcified, 90% stenosed ostium left circumflex coronary artery. A 3.00 x12 mm nc trek rx balloon dilatation catheter (bdc) was selected for pre-dilatation. There was no resistance noted during the removal of the protective sheath from the balloon. The bdc was advanced with no resistance to the lesion. On the first inflation of the balloon to 8 atmospheres and the balloon ruptured. The bdc was replaced with a 3.00 x12 mm non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.